Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer was working correctly, no anomalies found. It was noted the problem may have been caused by the battery of the analyzer. It was also noted error was found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pacemaker analyzer is experiencing an intermittent power fault, whereby the unit occasionally and spontaneously reboots during operation. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.